Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a travel coarse error. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned "02-jul-2024" h3: h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed, "check clutch/plunger lever." Functional testing was able to duplicate the customer reported issue. The pump alarms during occlusion testing. The investigation determined that the cause of the issue was a worn leadscrew, right and left clutch halves and the screw was tightened all the way on the position pot, the leadscrew screw was to loose and was missing the washer on the leadscrew. The leadscrew, right and left clutch halves were replaced and the position pot screw was shimmed to within spec. The missing washer was also installed.